Manufacturer narrative:
Visual evaluation has confirmed that a fracture along the anterior side of the tab of the returned device has separated the device into two pieces. It has also identified cosmetic damage (nicks/gouges/dents/scratches). The device had been in the field for approximately three years. It is not known how many times the device had been used since its date of manufacture. This device is used for treatment. A notification was sent to the field on 07aug2014 to provide additional clarification relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
This report is being amended to reflect changes.